Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular oversensing episodes were observed through merlin.net transmission. Review of session records suspected myopotential oversensing. Further testing and programming changes were recommended.